Manufacturer narrative:
(B)(4). It should be noted the gore® excluder® aaa endoprosthesis instruction for use (IFU) state ¿the physician and patient should review the risks and benefits when discussing this endovascular device and procedure, including the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On april 3, 2020, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (ctag), and a gore® excluder® aaa endoprosthesis aortic extender component. On (B)(6) 2020, a reintervention was performed for an unknown reason. An additional ctag and aortic extender were implanted. On (B)(6) 2022, an additional procedure was performed to treat a re-entry tear of an existing dissection into the aneurysm. The timing and cause of the dissection are unknown, though, it was reported that the dissection was likely to have been present before the initial procedure. During the reintervention, gore® excluder® aortic extender components and a gore® excluder® iliac extender component were additionally implanted. Lumbar arteries were also embolized. The patient tolerated the procedure.